Event description:
In august 2004 the patient contacted lfs alleging that their one touch ultra meter would not power on. The patient reported visiting the physician's office. They described having numbness in their fingers during the time of concern. They did not attempt to test while experiencing symptoms. The physician's meter read 240 mg/dl or 242 mg/dl and they were administered 500 mg glucophage. The patient did not allege harm. The customer service representative walked the patient through pressing the m button and inserting a test strip into the test strip port, and the meter powered on. The csr then walked the patient through resetting the meter options, and meter would only prompt the three dashes. Issue was not resolved through troubleshooting. Patient's meter was replaced.